Event description:
It was reported that during the left ventricular lead implant procedure, the catheter perforated the patient. The patient was stable but feeling weak. The lead was not implanted. Pericardiocentesis was performed without complication. One day post procedure, the patients condition was good and stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.